Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The unit's battery is greater than 5 years old. The fse recommended the customer replace the battery and the power management board. The customer reports that the unit is now working as expected and the led light is illuminated. The customer reportedly replaced the battery.

Event description:
It was reported that the unit's "power on" light emitting diode (led) was not lit. There was no patient involvement. The event date was not specified; estimate used.